Event description:
Customer reportedly obtained a result of 181mg/dl and a result of 93mg/dl on the doctors device within ten minutes. No treatment received. No quality controls were used. Requested return of suspect vial and replacement was sent.